Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the middle basilar artery. During the procedure, vasospasm occurred and verapamil was administered. The issue was reported to be resolved and the procedure was completed successfully. The patient was later discharged to an inpatient rehab facility. The event was reported to be related to the procedure and unknown if related to the device.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the middle basilar artery. During the procedure, vasospasm occurred and verapamil was administered. The issue was reported to be resolved and the procedure was completed successfully. The patient was later discharged to an inpatient rehab facility. The event was reported to be related to the procedure and unknown if related to the device.